Manufacturer narrative:
Approximate age of device: 5 months. The previous gi bleeding events were reported under medwatch MFR#s; 2916596-2015-00094, 2916596-2015-00202, 2916596-2015-00278 and 2916596-2015-00358. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the clinic to report weakness and fatigue at the same time that a hematocrit level of 21% that had been drawn 3 days prior was received from an outside hospital. Repeat labs showed a hematocrit level of 15% and the patient was admitted to the implanting center for gi bleeding. Unspecified changes were made to his medication, and he was transfused 1 unit of packed red blood cells. The issue reportedly resolved on (B)(6) 2015. No additional information was provided.